Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the stimulation being too high was determined as the patient accidentally turned the stimulation on too high. The steps were or would be taken to resolve the issue was that the manufacturing representative (rep) called the patient and adjusted the stimulation to lower amplitude and that resolved the pain. They were seen in post op and very well without pain. The issue was resolved. The steps taken to resolve the lead being pulled down was that the lead was not being pulled down when the stimulation was on too high and that was what it felt like to the patient. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va33khr, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4), b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were getting excruciating pain in the groin area a few days after implant. Patient stated they called manufacturer and they explained they had increased the stimulation too high so with assistance, they lowered it from 2.2 to 2.0 and it was so much better. Patient said they started feeling the stimulation again but it was not strong, it didn't hurt, it was just there. Patient said they have been feeling like the lead was pulling down at them in their groin area. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have an appointment with hcp on june 26th.